Event description:
It is reported that the patient received a durom acetabular component 54/48 n and durom femoral component 48 code non (B)(6) 2008, right side. The patient is currently being monitored due to pain.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer gmbh will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. Currently, the patient is being monitored due to pain and elevated metal ions.

Manufacturer narrative:
The patient had been implanted with a durom acetabular component and a durom femoral component to which the combination of these devices are not allowed in the us. Therefore, this is an off-label use complaint and there will be no further investigation to be conducted by zimmer (B)(4). This case is considered as closed. (B)(4).